Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced liquid/moisture droplets in the syringe. The following information was provided by the initial reporter: material no.: 309646, batch no: 8242798. Verbatim: they are concerned because item numbers 302995, lot 9035912, 309646 lot 8242798, and 309657, lot 8335837 have excess silicone lubrication on the tip of the plunger and are unsure if these are safe to use on patients.

Manufacturer narrative:
Investigation summary: no samples/photos received, therefore defects not confirmed. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Root cause not defined since samples/photos were not received to confirm the product defect. No corrective actions recommended since product defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced liquid/moisture droplets in the syringe. The following information was provided by the initial reporter: material no.: 309646 batch no: 8242798 verbatim: they are concerned because item numbers 302995, lot 9035912, 309646 lot 8242798, and 309657 lot 8335837 have excess silicone lubrication on the tip of the plunger and are unsure if these are safe to use on patients.